Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. One-month post filter deployment, computed tomography (CT) revealed an inferior vena cava filter was noted in place in the infrarenal inferior vena cava. There was clot extending from the inferior portion of the inferior vena cava filter interiorly. Approximately four years later, the patient presented with chest pain and shortness of breath. Subsequent computed tomography (CT) revealed there was a filling defect in the right lower lobe pulmonary artery. There was also a filling defect in the left upper lobe artery. Eventually few days later, an x-ray of the abdomen revealed inferior vena cava filter at the level of l3. However, no device deficiencies were identified in the provided medical record. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. One-month post filter deployment, computed tomography (CT) revealed an inferior vena cava filter was noted in place in the infrarenal inferior vena cava. There was clot extending from the inferior portion of the inferior vena cava filter interiorly. Approximately four years later, the patient presented with chest pain and shortness of breath. Subsequent computed tomography (CT) revealed there was a filling defect in the right lower lobe pulmonary artery. There was also a filling defect in the left upper lobe artery. Eventually few days later, an x-ray of the abdomen revealed inferior vena cava filter at the level of l3. However, no device deficiencies were identified in the provided medical record. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. No alleged deficiency with the filter was reported and the patient was diagnosed with pulmonary embolism post filter implant. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.